Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the blown fuse is unknown. To correct the condition, the fuse was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a blown fuse. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6).